Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information, there was no suspected problem with the device. The doctor felt other issues outside of the valve contributed to the endocarditis.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding this reported event. Multiple requests to obtain additional information have been made; no new information has been obtained to date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year, two months post implant of this bioprosthetic 33mm aortic valve, this valve was explanted and replaced with a 31mm valve. No failure mechanism, and no adverse patient effects attributed to the valve were reported.

Manufacturer narrative:
Medtronic received additional information that this valve (pli 10) was explanted and replaced due to endocarditis and infection. There was no performance problem with the device. (B)(4).

Manufacturer narrative:
Medtronic received additional information from this patient's physician that issues aside from the valve contributed to the patient's endocarditis. The physician declined to provide additional information regarding the infective organism.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.